Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call issues with their infusion set. Customer's blood glucose level was unknown. Customer advised they were unable to deliver insulin to themselves. Customer used their current reservoir and a new cannula however the issue remained unresolved. Customer was advised they needed to be assisted with proper training in regards to the soft set infusion set.